Manufacturer narrative:
Vyaire complaint number: (B)(4). A vyaire service technician was able to confirm the reported complaint through the events log and duplicated during functional check. The root cause was determined to be a solenoid failure.

Manufacturer narrative:
Vyaire complaint number: pc (B)(4). Any additional information provided by the customer will be report in a follow up report. Code 81 other - at this time, vyaire has not received the suspect device/component for evaluation.

Event description:
Customer reported alarm 316 (blower failure) and alarm 401 (inspiration valve or device leaky) while using the bellavista 1000. At this time, it is unknown if there was nay patient involvement associated with the reported issue.